Manufacturer narrative:
Note: revision surgery due to infection, not implant failure. Add'l implant explanted: neck, short 35, lot# 788, cat#230205, mfg 2/12/05, exp 2/28/10.

Event description:
Left total hip performed due to infection 40 months after original surgery. It was stated that the omni stem and neck were removed intact and the surgery went well.